Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately seven years and four months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented with abdominal pain on an unknown date. A CT scan was performed and revealed a proximal type I endoleak and a 3 cm distal migration of the aneurx stent graft into the aneurysm sac. Approximately three weeks ago aneurx stent graft was relined with a 28 endurant bifurcated stent graft and a talent stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).

Event description:
Additional information was received as follows: the aortic neck diameter at the level of the renal arteries was 26 mm. It was reported that during the secondary intervention there was intentional renal artery coverage and one limb of the bifurcated stent graft was occluded / jailed which required a fem-fem by pass. There was intentional renal coverage (ref MFR # 2953200-2012-01091). No additional clinical sequelae were reported and the patient is fine.